Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a (B)(6) year old patient underwent valve-in-valve procedure to treat her bioprosthetic mitral valve due to mitral stenosis after an implant duration of six years and three months. An edwards transcatheter valve was implanted in the mitral position with good results. It was reported that the patient was in stable condition postoperatively.

Manufacturer narrative:
Additional manufacturer narrative: submitted supplemental to include additional information obtained through follow-up. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the valve in valve procedure was due to severe degeneration, severe stenosis, and moderately thickened leaflets with severely decreased leaflet mobility. Per obtained medical records, the patient presented with increased dyspnea, orthopnea, and a syncopal episode. Echo revealed severe prosthetic valve dysfunction, severe stenosis with a mean gradient of 24mmhg, and severe pulmonary hypertension. A 29mm transcatheter was deployed with good result. The patient was discharged in improved condition on post-operative day one.